Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer is taking shots. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 600 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient's insulin is no expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is no bent. Customer stated they do not want to troubleshoot for recurring alarms. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner and minor scratched lcd window.